Event description:
On 6/1/2022, it was reported by a sales representative via email that an ar-8998t nano swivelock anchor was not able to disengage from inserter. This was discovered during an ucl thumb ligament repair on (B)(6) 2022. Additional information received on 6/2/2022: case was completed using another ar-8998t nano swivelock. Nothing broke inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.